Event description:
This 12.5 diopter intraocular lens was implanted in the right eye of a female pt on 9/17/96. The dr noted significant refractive error, removed the first lens and implanted a 22.5 diopter replacement lens on 9/27/96. The pt currently enjoys 20/20 visual acuity, and the dr reports the prognosis for her vision is "good." Expiration date 12/2000.